Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected in the laugh lines with an unspecified juvéderm®. About a year later, the patient developed a ¿hard lump¿ that is reportedly ¿getting bigger.¿ the ¿nodule¿ was described as ¿1-1/5 inches with swelling under it¿ and is leaning on the nerves of the nerves of the patient¿s face that causes ¿very bad pain.¿ additionally, the patient¿s eyes are ¿runny.¿ the patient has been treated with antibiotics and steroids by 6 different physicians. The patient reported that they do not want to remove it due to fear that it may paralyze the patient¿s face. The patient has a history of previous . The symptoms are ongoing.